Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed out pump supplies to address the alarms, but occlusion recurred. Customer declined to complete full system check with tandem system support, so root cause could not be determined. Customer's blood glucose was 341 mg/dl.